Manufacturer narrative:
H3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. An analysis of the customer provided images found that the device tip had bent and broken. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or bending during use.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the arthropierce tip was broken. It is unknown when the issue was discovered, how the procedure was finished, and if a delay occurred. However, no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.